Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when firing on stomach, two reloads would not fire. Excessive force warning was observed. The surgical time was extended by 30 minutes due to the product problem. Additional reloads and a slight change in the direction of the staple line was needed to get around the excessive amount of reinforcement material that was caused by these reloads. There was no patient injury.